Event description:
Biotronik rep called to report a discrepancy between the battery voltage and gauge percentage of this device. The pt came into the office after home monitoring notifications said the device was at eri. Upon interrogation, the battery voltage was 5.66 v and the gauge said 21% remaining. The battery voltage has fluctuated between 5.70 and 5.66, and the gauge has continued to say 21% remaining. Biotronik tech advised they consider the device eri based on the battery voltage. On 08/20/2009, rep was e-mailed to inquire if the pt has had another follow-up and if there has been a decision made regarding removal of this device. It was reported that the rep believes he and the clinic staff were reading this incorrectly. Since this occurrence, the gas gage has been at 20% and the eri status has been changed to non-eri. However, the device is scheduled to come out. On (B) (6) 2009, the device was returned without oos documentation. Per the following physician's office, this device is at eri indication and was replaced with a lumax 340 dr-t, (B) (4).